Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this pacemaker showed 2.5 years battery remaining and during the recent checked, it has reached to end of life (eol). Boston scientific technical services (ts) explained the battery management and bin hoppers. This device has changed out. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed 2.5 years battery remaining and during the recent checked, it has reached to end of life (eol). Boston scientific technical services (ts) explained the battery management and bin hoppers. This device was changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed 2.5 years battery remaining and during the recent checked, it has reached to end of life (eol). Boston scientific technical services (ts) explained the battery management and bin hoppers. This device has changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.